Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified the pebax of the device broken with internal parts exposed. Initially, it was reported that the generator had temperature ramp too high. The doctor took the catheter out and checked flow rate and re-zeroed the catheter. However, the issue did not resolve. When the catheter was replaced, the issue resolved, and the case continued. No adverse patient consequence was reported. The high temperature issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6) 2025, a broken pebax was observed. This was assessed as MDR reportable with an awareness date of (B)(6) 2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and functional tests of the returned device were performed following with j&j medtech procedures. Visual analysis revealed the pebax of the device broken with internal parts exposed. Additionally, the shaft of the device exhibited discoloration near the tip area. A temperature and impedance test were performed, resulting in a current leakage error displayed on the system. Further information was requested concerning this failure mode, and the customer responded accordingly. A manufacturing investigation was initiated to assess the damage to the pebax. The team determined that the components were misaligned during manufacturing, which led to a short circuit and an increase in temperature, resulting in the observed damage to the pebax and subsequent failure. A manufacturing record evaluation was performed for the finished device 31285621l number, and no internal actions related to the reported complaint condition were identified. The high temperature issue reported by the customer was confirmed. The potential cause of the damage to the pebax is attributed to the device's manufacturing process. Additionally, the discoloration observed on the shaft of the device may be linked to the decontamination process prior to its arrival at the complaints lab. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. All devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being implemented to address the force issue and force sensor sleeve insolation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).